Event description:
It was reported to philips that the azurion system turned off suddenly. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed that system turned off suddenly. After some functional test it identified that there is an issue with suit pc. The issue occurred previously, and it resolved on 07thaugust2024 by replacing the suite pc and successfully installed the software on the suit pc. After replacing the suite pc and installation of the software of the suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.